Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated and the reported condition was confirmed. A visual and functional assessment was performed which found that the device was not working at all. It was further determined that the device failed for safety check for off/oscillation/on switch mode function. During repair, it was determined that the motor worked intermittently. It was observed that the motor had an unknown substance and some corrosion on it and there was an unknown liquid on the electronic control unit (ecu). The assignable root cause was determined to be due to improper cleaning. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an educational display, it was discovered that the small battery drive device was not working. During in-house engineering evaluation, it was observed that the motor worked intermittently. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.